Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. Although we confirmed a stain (foreign material) inside the light guide lens, we could not identify the stain (foreign material). Since the adhesion location of foreign material was not on the external surface of the device, the foreign material could not be removed by reprocessing. However, it is likely that the humidity invaded the light guide lens and caused corrosion, and the gap at the distal end occurred due to applied physical or chemical stress to the distal end during user handling. The suggested event is detectable by handling the device in accordance with the following IFU. IFU states the detection method in ¿evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection.¿ olympus will continue to monitor the field performance for this device.

Event description:
It was observed during the device inspection, that the duodenovideoscope exhibited a stain inside the light guide lens, and foreign objects in the air/water cylinder and the air/water tube. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.